Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic appendectomy. According to the reporter: the stapler was inserted via a 12 mm umbilical port. The tissue was grasped and "clearance" of proposed staple/transection line was confirmed. The safety was released and the trigger was engaged. An attempt was then made to disengage the stapler/blade at the top, but it would not move. An attempt was made to reengage the trigger and then repeat the release process, again without success. More forceful attempts were made to open the stapler, also without success. Required "partial cecectomy" that is not normally performed. There was no add'l blood loss. The case delayed more than 45 minutes.